Event description:
Medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because the liner broke and the patient dislocated. Records are available for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record did not reveal any related manufacturing deviations or anomalies. Since radiographs were not provided for review, it is not known if the original hip implants were positioned correctly. Correct component placement is critical for the longevity of the hip reconstruction and even more critical when alternative bearings are used in the reconstruction. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. The evidence suggests the constrained liner failed secondary to the lack of musculature and the patient¿s obesity. It is not possible to determine that the implants contributed to the reported events. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.